Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the during a bankart repair surgery, two ar-3638 failed. The first anchor could not be completed embed into the bone and the blue suture torn. The labrum was fixed with a transit node. The tip of the second anchor broke and remains into the bone. The surgery was successfully completed with the devices, it was not necessary to perform a second surgery. No further information has been made available. Further questions being asked. Update 12-may-2020: a third anchor was placed close to the second anchor to complete the surgery. In total, the labrum is fixed with two anchors / sutures.

Manufacturer narrative:
Complaint confirmed, the distal end of the inserter was found to be broken and bent. Likely causes of the event include improper bone prep, misaligned insertion, prying/leveraging the device.